Event description:
Alleged event: during a partial nephrectomy, the tip of the suture passer broke. No sample was saved. It was reported that the doctor thinks this may have happened as a result of the device being moved. The lot number was not provided. The tip of the device was retrieved. There was no report of the device part falling into the patient's body. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.